Manufacturer narrative:
The customer reported that the org gave erratic gas readings. Some of the readings were as low as 1% and high as 8% when calibrating the gas for 4%. Then there was no reading at all. No patient harm was reported. They would like to send the device in for repair, but to date, the device has not yet been shipped. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the org gave erratic gas readings. Some of the readings were as low as 1% and high as 8% when calibrating the gas for 4%. Then there was no reading at all.